Event description:
It was reported through clinic notes that the patient's device showed high lead impedance. The physician indicated that a lead fracture was likely due to the amount of time the lead has been implanted. Both the lead and generator were replaced. The explanted devices were discarded after surgery. No other relevant information has been received to date.